Event description:
Customer was hospitalized due to hyperglycemia. Troubleshooting was performed. Programming and histories in the device were accurate. In addition, a lead screw test was completed and lead screw rotated properly. The high-pressure test was performed and passed within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.